Manufacturer narrative:
(B) (4).

Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: during the case the user started to pump the balloon and found that the balloon cannot be inflated; after checked, he saw the balloon was broken. Operative time was not extended by 30 minutes or more. No pt injury reported.